Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation image processing printed circuit board was reseated. The system was tested and found to be working as intended and put back into service. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on (B)(4) 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported the procedure was cancelled as the system would not boot up and the image processor board needed to be reseated. No pt injury was reported.